Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and broken pump belt clip slot.

Event description:
It was reported that the customer received a button error alarm on the insulin pump during basal rate insulin delivery. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known for when the alarm occurred, and his most recent blood glucose from the evening before the report was 160 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.